Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a catheter blockage was reported. Morphine was used in the pump. Pt was having loss of effect and withdrawal. A dye study confirmed catheter blockage. There was "no csf back" and "no myelogram". Catheter revision was scheduled. Add'l info has been requested and will be reported if it becomes available.